Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Patient code of (B)(4) is provided for striae. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae on the left eye (os) that were discovered at a post treatment. The patient¿s comments were of blurred vision in that eye. A flap lift and smooth was performed on (B)(6) 2018, all resolved. It was stated that the patient did not experienced a loss of best corrected visual acuity (bcva). The patient happy with result. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.00 x -1.00 x 26; left eye pre-op 20/25 -4.50 x -1.25 x 150. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/25 .00 x .00 x 90.